Manufacturer narrative:
An event regarding revision and poly liner wear involving a metal head was reported. Conclusion: the returned acetabular poly liner exhibited wear following 20 years of service in-vivo. The femoral head migrated secondary to the liner wear. The femoral head is therefore considered to be secondary. No further investigation is required at this time. A full investigation regarding the acetabular liner wear was conducted and documented under another pr.

Event description:
It was reported that surgeon did a head and liner exchange. Patient was having pain - surgeon noticed migration of the head superiorly in the acetabular liner and revised head and liner on patient's left hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown head. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon did a head and liner exchange. Patient was having pain - surgeon noticed migration of the head superiorly in the acetabular liner and revised head and liner on patient's left hip.